Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between october 12-13, 2023. H11: the actual device was received for evaluation. Visual inspection was performed and the reported issue of leakage was not easily identified. Functional testing was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the membrane port. This was observed after being filled with medicine solution prior to patient use. There was no patient involvement. No additional information is available.